Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios, omnipod software app version: 2.1.0, operating system: 26.0, hardware: iphone17.3, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported they sought medical attention for diabetic ketoacidosis (dka) on (B)(6) 2026 while wearing the pod on their arm. The patient's blood glucose levels reached 300-400 mg/dl while wearing the pod between 4 and 24 hours. The patient also noted there was leaking at the pod site. Symptoms reported include vomiting and diarrhea. The patient sought medical attention from their healthcare provider, and the patient's diagnosis was that they were beginning to develop dka. The patient did not receive treatment; however, they were verbally advised by their endocrinologist how to manage the ketones. The length of the visit was a few minutes. The pod was discarded.